Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the hcp advised that the patient's pump was adjusted on (B)(6) 2025. Hcp did not have further information. Additional information was received from the patient receiving intrathecal fentanyl via an implantable pump. It was reported that the patient stated there was an issue with the controller connecting to the pump but they figured out what the issue was because the pump was not secured correctly so it was flipping in the abdomen. Patient stated about a month ago after they had a revision surgery to fix the pump. Patient stated having nerve issues after the pump. Patient ended up having to go to the pain management doctor and they did a dose increase for the pump. Patient mentioned from the very beginning when they implanted the pump it did not feel right. It felt like even though they were sewn up, her guts were going to fall out. They had to go in and do a revision surgeries to more securely pump the pump in her abdomen. During the revision surgery they found that the tubing was frayed and instead of getting the fentanyl at c1 where the catheter was placed, the fentanyl was just going into the pump pocket around the pump. Patient then said they were having no issues with the pump connecting after the surgery right after but then they fell. The patient was redirected to t heir healthcare provider to further address the issue. Patient stated she had a fall on september 01. Additional information was received from the patient reported that the patient ended up having to go to the pain management doctor and they did a dose increase for the pump and gave her 4 boluses a day with 4 hour lockouts. Patient stated nothing had changed in the way they uses the boluses but they started noticing this about a week after they did update to the dose. Patient also stated a lot of times when they gives herself a bolus, it still comes back right after the timer still says 4 hour lockout. Patient would go 6-8 hours later and bring up in the controller and it would still have her on an 8 hour lockout that was counting down. Patient asked if medtronic knew of a reason that it would be doing that. Patient then said they were having no issues with the pump connecting after the surgery right after but then they fell and that night they was able to give herself a bolus but starting the next day the controller would not connect to the pump at all and it is a hit and miss if the controller would connect. Agent asked if this was "happening" every single day and patient said like every other day. Patient confirmed they were doing her boluses at the same exact time every day. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned she was at 325 micrograms.

Manufacturer narrative:
Correction to section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath serial# unknown product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the hcp advised that the patient's pump was adjusted on (B)(6) 2025. Hcp did not have further information. Additional information was received from the patient receiving intrathecal fentanyl via an implantable pump. It was reported that the patient stated there was an issue with the controller connecting to the pump but they figured out what the issue was because the pump was not secured correctly so it was flipping in the abdomen. Patient stated about a month ago after they had a revision surgery to fix the pump, they had issues with another implant and passed out at home. Patient stated having nerve issues after the pump. Patient ended up having to go to the pain management doctor and they did a dose increase for the pump. Patient mentioned from the very beginning when they implanted the pump it did not feel right. It felt like even though they were sewn up, her guts were going to fall out. They had to go in and do a revision surgeries to more securely pump the pump in her abdomen. During the revision surgery they found that the tubing was frayed and instead of getting the fentanyl at c1 where the catheter was placed, the fentanyl was just going into the pump pocket around the pump. Patient then said they were having no issues with the pump connecting after the surgery right after but then they fell. The patient was redirected to their healthcare provider to further address the issue. Patient stated she had a fall on september 01. Additional information was received from the patient reported that the patient ended up having to go to the pain management doctor and they did a dose increase for the pump and gave her 4 boluses a day with 4 hour lockouts. Patient stated nothing had changed in the way they uses the boluses but they started noticing this about a week after they did update to the dose. Patient also stated a lot of times when they gives herself a bolus, it still comes back right after the timer still says 4 hour lockout. Patient would go 6-8 hours later and bring up in the controller and it would still have her on an 8 hour lockout that was counting down. Patient asked if medtronic knew of a reason that it would be doing that. Patient then said they were having no issues with the pump connecting after the surgery right after but then they fell and that night they was able to give herself a bolus but starting the next day the controller would not connect to the pump at all and it is a hit and miss if the controller would connect. Agent asked if this had happened ing every single day and patient said like every other day. Patient confirmed they were doing her boluses at the same exact time every day. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned she was at 325 micrograms.